Event description:
It was reported that there was a removal of a triathlon ps total knee. Was put in 2007 and had multiple issues. Surgeon went in today and revised for stability. When surgeon took out insert and femur as he got to tibial tray it was already loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibia tray. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.